Manufacturer narrative:
Continuation of concomitant products: 694765 lead, implanted (B)(6) 2011; dtbb1d1 crt-d, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the subcutaneous lead exhibited varying, high, and undefined impedance intermittently due to a fracture. The lead was explanted and replaced. It was also reported the right ventricular (rv) lead exhibited high threshold. Follow up yielded no information. The rv lead remains in use. No patient complications have been reported as a result of this event.